Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that a novum iq syringe pump under infused fentanyl during delivery in the biomed room. The pump alarmed that it was finished and to prime a flush, but there was 0.4ml left of the 1ml dose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.